Event description:
It was reported that during an unknown procedure, the error was displayed during use and the blade was broken off out of the patient's body. The broken piece was retrieved. As the broken piece was already retrieved, no piece was left inside the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.